Manufacturer narrative:
This complaint investigation was closed based on the device not received, therefore the reported failure mode was not confirmed. In the event that the device is received, the complaint will be reopened and the investigation will be updated with new results. The reported failure mode will be monitored for future reoccurrence. Alleged failure: smell of burning. Probable root cause: console fuses fail to break circuit due to excessive mains current leading to fire isolation power supply failure use error: console is sterilized or disinfected use error: console cleaned with incompatible products *note: the investigation was previously closed based on product not received; however, the product has now been physically received at stryker endoscopy, USA and the investigation has been re-opened. Investigation as follows is now based on product received. Alleged failure: smelling like something is burning after using it the failure alleged in the complaint record was not confirmed/duplicated during the product investigation. The probable root cause could be the power board. The product was returned for investigation and the failure mode will be monitored for future reoccurrence.

Event description:
It was reported that there was a thermal event.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.

Event description:
It was reported that there was a thermal event.